Event description:
It was reported that the external pulse generator (epg) was not presenting any output reading on any of the lower settings and the only reading was near setting 5 at 4.85 milliamps (ma). It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).